Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
It was reported that during a prostate procedure, the side-firing fiber was noted to have commenced forward firing at 21, 789 joules. The procedure was completed with a second fiber. No injury to the patient was reported.